Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4) - 04/07/2015, electrode belt (B)(4) - 07/02/2014.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in hospital at the time of the treatment event. Per clinical review of the download data, the lifevest detected an arrhythmia at 00:50:20 while the patient was in vf. The response buttons were pressed from 00:51:15 to 00:51:42. It is unknown who was pressing the response buttons at this time. The lifevest then delivered an appropriate treatment shock while the patient was in ventricular fibrillation (vf) at 00:52:30. The post shock rhythm was asystole with CPR/motion artifact. The lifevest declared a non-treatable rhythm at 00:52:48. An arrhythmia was detected at 00:53:27 while the patient was in vf with CPR/motion artifact. The lifevest delivered a second appropriate treatment shock while the patient was in vf with CPR motion artifact at 00:54:16. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient was in asystole with CPR/motion artifact until the electrode belt was disconnected at 00:54:25 on (B)(6). The patient subsequently passed away. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. There is no indication that a device malfunction caused or contributed to the patient's death.